Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that a faulty cable possibly failed to communicate resulting in ¿no image¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No additional information was available. The device was evaluated, and the reported issue was confirmed. There was no image due to a faulty cable. The housing was chipped. The rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during preparation for use, the 4k autoclavable camera head presented an image problem. No patient injury or procedure impact reported.